Manufacturer narrative:
The 510(k) # is k082513.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch vita meter would not power on. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The csr was advised the patient manages his diabetes with metformin tablets (3x a day) and tests his blood glucose 2-3 times a day. The alleged issue began on the afternoon of (B)(6) 2010. The patient stated he continued to take his usual dose of medication. On the following day, the patient claimed he developed symptoms of "frequent urination and more thirst." The patient denied receiving medical treatment. The patient did not have another device to test his blood glucose. On (B)(6) 2010, the patient stated he visited his physician's office and obtained a blood glucose result of "85 mg/dl" on the physician's meter. The patient stated he was given antibiotics for another ailment. At the time of troubleshooting, the csr noted there was no misuse of the subject meter and the meter would turn on when pressing buttons. The csr advised the patient he was using the incorrect test strips with the subject meter. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.